Event description:
Patient presented to the physician with redness and warmth at the ipg site. Physician examined the area where erythema and a seroma were determined. Physician prescribed oral antibiotics. Patient presented back to the physician with improvement.